Event description:
It was reported that during a threshold testing attempt with two different programmers and with two different software versions an alert for an error message was observed on the device. It was suspected that the error message alert was received due to device settings being programmed differently. Programming changes were made. Patient was stable and did not experience any adverse event.